Manufacturer narrative:
The device was evaluated and repaired by a third party service center.

Event description:
The manufacturer received information alleging a ventilator was alarming and turned off. There was no harm or injury reported. During the evaluation of the device at a third party service center, "ventilator inoperative" codes were observed in the ventilator's downloaded error log. The device's system board was replaced to address the issue.